Event description:
Same case as: 2134265-2009-01007, 2134265-2009-01011. It was reported that during a coronary drug-eluting stenting treatment procedure, a vessel dissection followed by surgical intervention occurred. The 50% stenosed lesion being treated was located in the severly tortuous, mildly calcified mid circumflex (cx). The lesion was predilated with a 2.5x15mm maverick balloon, inflated to 8atm for 30 seconds. Then the physician deployed a 2.75x16mm taxus liberte drug-eluting stent, inflated to 12atm for 15 seconds. An additional inflation was performed with a 2.5x15mm maverick balloon, inflated to 8atm for 120 seconds, causing a dissection in the mid-distal cx. The physician attempted to repair the dissection with a 2.50x8mm taxus liberte drug-eluting stent was deployed, at 10atm for 10 seconds, but the dissection was too large and spiraled back. The patient coded and was defibrillated. An intra-aortic balloon pump (iabp) was placed and the patient was intubated. The patient was taken for bypass surgery. The physician does not feel the two taxus liberte stents caused/contributed to the vessel dissection. Patient status reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.